Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. A second proglide device was used with the same results. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to initial medwatch report, the following additional information was received: the access site was the common femoral artery. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
Subsequent to initial MDR the following information is corrected: an unspecified device breakage occurred.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, exact was not specified. The second proglide device referenced is being filed under a separate medwatch MFR number. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional information.

Manufacturer narrative:
(B)(4).